Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was electively explanted for an upgrade to a competitor's cardiac resynchronization therapy-defibrillator. The ICD had been implanted subcutaneously. It was reported that the device was removed without any excess force. Everything appeared to be intact after the device was removed. The electrophysiology lab manager applied some pressure to the device header with their thumb and forefinger resulting in the loosening of the header. There were no allegations against the device while it was in service. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a partially seprated header. Examination of the device revealed damage to the portion of the molded header which surrounds the df+ side mounting post. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This issue is discussed in boston scientific's product performance report. The device was submitted for therapy verification testing. Therapy verification testing produced no test failures. At the time of explant the device was capable of providing therapy.